Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a type 2 endoleak using ruby coils. During the procedure, the physician accessed the aneurysm sac with a lantern delivery microcatheter (lantern) and then attempted to deploy a ruby coil into the aneurysm sac. However, the ruby coil was unable to advance out of the lantern. The physician then removed the ruby coil and repositioned the microcatheter to allow more room for the coil to form. The technologist then reintroduced the ruby coil into the lantern; however, the coil would not advance out of its introducer sheath. The procedure was completed using a new ruby coil and the same lantern without any further issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 77.0, 82.0 and 112.0 cm from the proximal end; the coil was intact with the pusher assembly; the introducer sheath was ovalized approximately 24.5 cm from the distal tip. Conclusion: evaluation of the returned device revealed that the introducer sheath was ovalized. This type of damage likely occurs due to improper handling during use. If the introducer sheath is gripped with force, damage such as this may occur. The ovalization likely contributed to the inability to advance the ruby coil out of its introducer sheath. Further evaluation revealed that the pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred during packaging the device for return. Since the lantern mentioned in the complaint was not returned for evaluation, the root cause of the ruby coil not being able to advance through the lantern could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.